Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicm5 13.7, -13.0 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6)/2023. The lens was replaced with a shorter length lens due to excessive vault on 29/nov/2023. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
H6 - 4629 corrected to 4627 in initial MDR. Claim #(B)(4).